Manufacturer narrative:
Cutaneous case was reported by a lawyer and describes the occurrence of embedded device ("essure embedded within the tubes") and pelvic pain ("pain") in a 33-year-old female patient who had essure (batch no. B30422) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included gallbladder sludge, cholecystectomy, allergic rhinitis, umbilical hernia, ovarian cyst and endometriosis. Concurrent conditions included urinary tract discomfort (for 3 days), vaginal burning sensation, vaginal itching, vulvovaginitis, dysuria (urinary frequency), perineal pain, uterine bleeding, spotting vaginal, endometrial curettage (dilation and curettage) and endometrial polyp. Concomitant products included metronidazole, nitrofurantoin (macrobin) and phenazopyridine hydrochloride (pyridium). In 2013, the patient experienced vaginal haemorrhage ("abnormal bleeding vaginal"), menorrhagia ("menorrhagia/ heavy cycles") and vaginal discharge ("vaginal discharge"). On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2014, the patient experienced urinary incontinence ("bladder or urinary problems or changes-urinary incontinence"). In 2015, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required) and abdominal pain ("abdominal pain"). In 2016, the patient experienced endometriosis ("reproductive system disorder or condition type of disorder or condition- endometriosis"). On an unknown date, the patient experienced embedded device (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps"), abdominal distension ("bloating"), mood altered ("hormonal changes describe: mood changes"), vaginal infection ("infection (bladder/ urinary tract/vaginal) type: vaginitis"), dysuria ("bladder or urinary problems or changes-burning while urinating") and menstruation irregular ("irregular periods"). The patient was treated with surgery (robot assisted laparoscopic bilateral salpingectomy.) And surgery (salpingectomy (bilateral removal of fallopian tubes) lysis of adhesions,). Essure was removed on (B)(6) 2016. At the time of the report, the embedded device, pelvic pain, abdominal pain lower, abdominal distension, mood altered, vaginal haemorrhage, vaginal infection, endometriosis, urinary incontinence and dysuria outcome was unknown and the menorrhagia, vaginal discharge, abdominal pain and menstruation irregular had resolved. The reporter considered abdominal distension, abdominal pain, abdominal pain lower, dysuria, embedded device, endometriosis, menorrhagia, menstruation irregular, mood altered, pelvic pain, urinary incontinence, vaginal discharge, vaginal haemorrhage and vaginal infection to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - on (B)(6) 2014: total bilateral occlusion. Concerning the injuries reported in this case, the following ones were confirmed in patient¿s medical records: vaginal discharge, pelvic pain, endometrium, irregular period, mood change, menorrhagia. Most recent follow-up information incorporated above includes: on (B)(6) 2018: plaintiff fact sheet and medical record received. Reporter information, patient¿s demographic information, other relevant history and lab data updated. Essure lot number, indication female sterilization was added. Events were clubbed with previously reported events. Events: mood changes, vaginal haemorrhage, menorrhagia, vaginal infection, bladder infection, urinary tract infection, endometriosis, vaginal discharge, abdominal pain, urinary incontinence, menstrual irregular, burning in urinating ,essure embedded within the tubes were newly added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("pain") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2013, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), abdominal pain lower ("cramps") and abdominal distension ("bloating"). The patient was treated with surgery (removal of essure). Essure was removed on (B)(6) 2016. At the time of the report, the pelvic pain, abdominal pain lower and abdominal distension outcome was unknown. The reporter considered abdominal distension, abdominal pain lower and pelvic pain to be related to essure. Incident: no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.